Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
As reported: "broken screw required explantation and conversion to total hip arthroplasty." Rep reported that x-rays are not available.

Manufacturer narrative:
The reported event that cannulated screw asnis iii 6.5x85mm was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "broken screw required explantation and conversion to total hip arthroplasty." Rep reported that x-rays are not available.